Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer dermatome allegedly failed to cut during a graft harvest. The unit slowed down and stopped during a cut. The unit seems to have issues with the electric motor being bound up and functioning intermittently. No further clinical info was obtained prior to this report.